Manufacturer narrative:
Occupation: cath lab manager the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that there was a gas loss alarm during intra-aortic balloon (iab) therapy. It was verified that all tubing and connections were secure, appropriate, free of kinks, and there was no blood in the tubing. The room was very loud and chaotic, and the customer was speaking very quickly to get the patient back on therapy as soon as possible. The customer performed an iab fill, and pressed start which resolved the alarm and resumed therapy. The pump started alarming gas gain immediately. The getinge representative asked the customer to check the helium tubing very closely for blood. They said ¿well, there¿s been some blood in the line, but they said it hasn¿t changed.¿ it was verified multiple times with both the physician and the bedside nurse that the blood they were referring to was in the helium tubing, not the arterial line tubing. They verified the blood was in the helium tubing. The getinge representative explained the protocol and troubleshooting steps for blood backing up into the helium tubing and that they would need to remove the iab as soon as possible. Upon follow up about an hour later, the physician stated that the patient was in the cath lab. Iab removal went fine but they had to send the iab to risk management as they are not allowed to keep old equipment in the lab. There was no patient harm or adverse event reported.

Event description:
It was reported that there was a gas loss alarm after less than 24 hours of intra-aortic balloon (iab) therapy. It was verified that all tubing and connections were secure, appropriate, free of kinks, and there was no blood in the tubing. The room was very loud and chaotic, and the customer was speaking very quickly to get the patient back on therapy as soon as possible. The customer performed an iab fill, and pressed start which resolved the alarm and resumed therapy. The pump started alarming gas gain immediately. The getinge representative asked the customer to check the helium tubing very closely for blood. They said ¿well, there¿s been some blood in the line, but they said it hasn¿t changed.¿ it was verified multiple times with both the physician and the bedside nurse that the blood they were referring to was in the helium tubing, not the arterial line tubing. They verified the blood was in the helium tubing. The getinge representative explained the protocol and troubleshooting steps for blood backing up into the helium tubing and that they would need to remove the iab as soon as possible. Upon follow up about an hour later, the physician stated that the patient was in the cath lab. Iab removal went fine but they had to send the iab to risk management as they are not allowed to keep old equipment in the lab. An impella was then inserted. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
Lot #. Initial entry. Unique identifier (UDI) #. Initial entry. Exp. Date . Initial entry. Manufacture date. The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and sheath .the returned non-maquet sheath was covering a portion of the catheter. Inner lumen was found to be occluded. The occlusion was able to be cleared. - an underwater leak test of the balloon, catheter and y-fitting was performed and a leak was detected on the membrane approximately 14cm from the iab tip measuring 0.08cm in length. The reported problems were most likely triggered by a leak which was found on the membrane. The leak size suggests that a sharp object may have caused it, no marks were found around the leak. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.